Event description:
This lead was capped and replaced due to noise. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
11/10/15 - additional analysis data was received: the device is currently not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available iegms confirmed the presence of artefacts in the ff and rv channels, which led to the detection of vf episodes. No shocks were delivered. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.